Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5164745.

Event description:
Voluntary medwatch received states the right ventricular lead exhibited high capture thresholds and pacing impedance. No intervention or adverse patient consequences were reported.